Event description:
It was reported that the device would intermittently not charge. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.